Event description:
It was reported that a user of the ilet experienced recurrent evening hyperglycemia after routinely entering smaller-than-usual meal announcements and later reported persistent high glucose despite receiving insulin until changing the infusion set, after which glucose began to decline. Symptoms included elevated blood glucose values, with a reported peak around 314 mg/dl accompanied by tingling in the feet. Outcomes included user education and troubleshooting that resulted in glucose trending down and no need for medical intervention. Investigation included review of device data and user reports, assessment of infusion set function, and coaching on appropriate meal announcement practices. Investigation of this case revealed that underreporting meal size likely led to under-delivery of insulin and subsequent hyperglycemia, and that replacing the infusion set contributed to improved glucose control; the ilet and cgm were functioning, and insulin delivery was occurring. It was concluded, based on previously established findings for similar reports, that user input error regarding meal size and infusion set performance contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.